Event description:
Information received by medtronic indicated that the insulin pen app was not recording the exact doses dialed on the insulin pen. Customer stated the app was always recording a half unit less than what they dispense. Customer stated they removed cartridge holder and then dispense 5 units three times and it was not recorded in the logbook each time. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.